Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. Contract manufacturer: dexcom inc. (B)(4).

Event description:
On (B)(6) 2018, the reporter contacted animas alleging a cgm (dex 090) issue. It was alleged that call service 215 alarm was emitted when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the continuous glucose monitoring data stream may cause the user to miss their blood glucose (bg) trending and thus fail to react to any potential bg excursions.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-mar-2018 with the following findings: the cgm transmitter was placed on the walkabout box; the transmitter was paired with a test pump correctly. Blood glucose (bg) value was set to 120 mg/dl. The pump alarmed with ¿transmitter out of range¿ before two hours elapsed. Investigation revealed a discharged transmitter battery failure.